Manufacturer narrative:
Corrosion was discovered within internal components of the device.

Event description:
It was reported that the core impaction drill stopped working during an impacted wisdom tooth procedure. A back-up device was used to complete the procedure. The procedure experienced a significant delay, requiring additional anesthesia to be administered to the patient.